Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional that this lead might be fractured. When the device was in vvi mode, the atrial electrogram looked fine, but when the device was in ddd mode, noise was noted. This lead was surgically abandoned during a procedure to upgrade the patient's device therapy to a cardiac resynchronization pacemaker due to heart failure, and a new right atrial lead was successfully implanted.